Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer tried to push out blockage by delivering boluses and then the infusion set tubing/site were changed. Insulin delivery was resumed. Customer's blood glucose was 200-300 mg/dl.